Event description:
It was reported that the customer received an error alarm on the insulin pump. It was stated that the alarm is recurring. Nothing further reported.

Manufacturer narrative:
(B)(4).motor error alarm during rewind due to motor encoder out of phase. Unable to verify the error alarm due to motor error alarm. Insulin pump received with cracked reservoir tube lip and minor scratched display window.